Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted that the uninterruptible power supply (ups), used with the atellica sample handler prime system, was flashing red at the time of the process center computer (pcc) failure. The customer noted the user interface workstation (uiw) suddenly turned black and was instructed by siemens to turn the breaker switch off and then back on. The customer observed an alarm from the ups and a load error. The siemens customer service engineer (cse) dispatched to the customer site noted that ups was off. The cse turned the power on to test the sample handler prime system and observed arcing from the pcc. The cse performed troubleshooting and replaced the pcc. The system was verified, and calibrations and quality controls performed as expected. The system was operational, and no further evaluation of the device was required.

Event description:
The customer observed the atellica sample handler prime system was down due to a power failure on the process center computer (pcc). The customer informed siemens that there was no visible smoke, flames, or damage to property. The customer noted that no one from the staff was injured or harmed due to the event. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the system and observed arcing on the process control computer (pcc) that is used with on the atellica sample handler prime system. There are no known reports of adverse health consequences due to the power failure and arcing that was observed by the cse.